Event description:
It was reported to boston scientific corporation that a dreamtome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the cut wire broke while the device was inside the patient. No part of the cut wire detached from the device. The procedure was completed with another dreamtome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Event description:
It was reported to boston scientific corporation that a dreamtome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the cut wire broke while the device was inside the patient. No part of the cut wire detached from the device. The procedure was completed with another dreamtome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
Visual evaluation of the returned device found that the working length of the device was severely twisted and the exposed cut wire was broken. One end of the broken cut wire was attached to the anchor at the distal pierce hole while the other end had retracted inside the lumen of the extrusion through the proximal pierce hole. The broken ends of the cut wire appeared blackened. The broken sections of the cut wire remained attached to the device. The guidewire lumen was ripped from the wide brown paint marker to the distal tip, tearing the tip. The outer diameter of the exposed cut wire was measured and found to meet specification. Review and analysis of all available information indicated the most probable root cause for this event was operational context, likely due to the procedural factors/ generator settings. The device history record review found the device met all manufacturing specifications.

Manufacturer narrative:
The patient's age is unknown; however the patient was over 18 years of age. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.